Event description:
The customer reported that the system intermittently turns off (shut down). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.